Event description:
The iab leaked back into the system 90t pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - rpt'd 10/28/97, 11/6/97. Pt current status: discharged - rpt'd 10/28/97.